Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the customer needs an field service engineer to assist with an issue with the cardioversion. There was no reported patient involvement.